Manufacturer narrative:
Correction: a medtronic representative clarified that it was inadvertently stated that the issue persisted in the event description of the initial MDR. This was later corrected as the cmos battery was replaced and a check of the system could not replicate the issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Return requested for suspect cmos battery. This part was discarded by the site and will not be returned to manufacturer for analysis. Part was discarded and will not be returned.

Event description:
A medtronic representative reported that a site's navigation system computer shuts itself down. In trouble-shooting, reported issue could not be replicated. Noted was that the audio output was not working. Replaced cmos battery and checked cables, connections and power. Issue persisted. No further details regarding the behavior, or specifically when it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Additional information: device manufacture date provided. Correction: unique device identification (UDI) updated to proper value.